Manufacturer narrative:
Date sent: 3/31/2008. Eval summary: the analysis results found that the el5ml device was returned in good visual condition. The instrument was cycled, fed and formed 2 clip conforming and 1 malformed clip due to bypass issues. In addition the orange indicator did not show up completely after the device locked out. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during an unk procedure the device misfired. Unk how the case was completed. There was no pt consequence. One device to be returned.